Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted and involved in this event; gore tag thoracic endoprosthesis (tg4020/04921038, tg4010/04798022 and tg4015/03707721).

Event description:
In 2007, this pt was implanted with four gore tag thoracic endoprosthesis. Immediately following the thoracic aorta aneurysm repair, the pt was moved to the intensive care unit for one night, for pulmonary monitoring because of her history of chronic obstructive pulmonary disease and emphysema. She recovered well and was released in good condition. Eight days later, this pt reportedly arrived at the emergency room with a cold, left arm. According to the clinical site coordinator, the operative notes state, "patient with left arm ischemia, involving the covering of the origin of the subclavian artery". Five days later, a left carotid to subclavian bypass was successfully performed to alleviate these symptoms. While the pt was in the emergency room, the medical staff discovered a hematoma at the incision site on the pt's right side. This hematoma evolved into a lymphocele and the pt was taken to the operating room on six days later, for drainage of the lymphocele and placement of a wound vac. The wound is reportedly healing well. The pt was transferred to a rehabilitation facility the following month.